Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.8 cm - 6.2 cm from the helix end, due to friction with another device.

Event description:
It was reported that the right ventricular lead exhibited loss of sensing and capture in bipolar mode. When programmed to unipolar mode the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.